Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device lost rf connection after the device change out procedure. Device was re-interrogated and was found to be in backup vvi mode. Device was restored successfully to normal function. The patient remained stable throughout the event.